Manufacturer narrative:
The actual device in the reported incident was returned to the manufacturer to be evaluated. The safety clip was located on the shaft of the needle and was not covering the tip of the needle. The clip was off the side of the needle. The catheter was not returned for evaluation. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It was reported the nurse laid the needle down on the bed after removing the stylet from the patient. The patient became combative and while she was holding the patient's arm to not lose the IV site, she received a needlestick to her finger. It is possible that the clip on the needle was manipulated and forced off the needle when the nurse was holding the patient's arm, and exposed the needle, resulting in a needlestick. However, since it is reported that it is not known if the tip covered the tip of the needle when it was set down, no specific conclusion can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. There are no other reports of this nature against the reported lot number. The sample and all available information has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the user facility: reports nurse started IV. When removed stylet, set it on bed next to patient, while withdrawing blood from new IV site. Patient became combative and while nurse was holding arm to not lose the IV site, she felt a prick to her finger. When she investigated, the stylet clip was not covering the tip of the needle. Nurse is following facility post exposure protocol. Customer has sample. On (B)(6) 2011 - additional information provided by the facility indicated both the nurse and the patient received all protocol bloodwork testing and the results are negative. The nurse does not know if the safety clip covered the tip of the needle before she laid it on the bed.